Event description:
Procedure: lap. Ass. Procto-colectomy. According to the reporter: the anvil bent and tissue slipped out of the jaws. The subsequent load did not fire completely and staples did not form properly. There were no damage to tissue, but there was bleeding and leakage of the contents of the colon.

Manufacturer narrative:
Initial report sent to FDA on 04/14/2008.